Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) catheter was inserted in ami (acute myocardial infarction) patient. During insertion, it was noted that the iab catheter was migrated and had a ¿z¿ kink. Another iab catheter was used to continue procedure. No patient injury was reported.